Event description:
A customer contacted beckman coulter (bec) and reported a bloody fluid leak around the differential mixing chamber on the coulter lh 750 hematology analyzer. The volume was reported as about 1ml and the leak was not contained within the instrument. The msds was not reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a lab coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No patient results were affected. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site. The fse found the source of the leak was from the differential mixing chamber. The differential mixing chamber may contain lyse, blood and diluent while in operation and cleaner while in shutdown. The fse replaced the differential mixing chamber to resolve the leak. Failure mode of this event was the differential mixing chamber leaking. (B)(4).